Manufacturer narrative:
No samples were returned for evaluation therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reported did not provide a lot number or any identification traceable to the manufacturing documentation. Because a sample was not returned and no lot number was provided, the root cause for the defect experienced by the customer cannot be determined. Some potential causes are improper handling or contact with another instrument during procedure setup. All blades are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that knife blades do not cut correctly during surgery. Patient impact is unknown. Additional information has been requested.